Event description:
On (B)(6) 2012 the reporter contacted animas alleging that up/down/ok/backlight buttons work intermittently. The reporter alleges that most of the time the buttons must be pressed 2 times to induce a response, occurring for a few months now. The reporter is able to use pump at present time and denies damage to keypad. The pump is worn in a protective case attached to a belt and cleaned with water. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.